Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating ads (active directory services) med list back to epic (electronic privacy information centre). A technical support specialist (tss) dialed in to make computer name changes and used the customers computer to resend pocket loads. Although some medications crossed over to epic, the process was significantly delayed. The tss investigate load messages not crossing from the es to epic. Upon review, rv2wbes was communicating correctly with epic, while rv2waes was only showing manually added variable dose meds. It was found that epic was routing orders for 2-west a patients to 2-west b. A batch of transactions from both servers was observed crossing on (B)(6) at 12:51 pm. Hl7 messages were reviewed, and another batch of load messages was resent for rv2waes, which showed processing to epic. The tss confirmed that data from es was flowing to cce and recommended iest review to ensure ads meds are crossing over properly. The tss had also provided examples to the customer and confirmed the count sent. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned device not communicating med list back to server. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.